Manufacturer narrative:
Method: DHR & complaint history review. Conclusion: device was manufactured prior to design change.

Event description:
It was reported that, "clamp will not stay closed all the way."